Event description:
Additionally healthcare provider noted calcification. Device was explanted and replaced. The manufacturer of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV and a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported capsular contracture baker grade IV and a rupture. Device was explanted.